Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A family member reported on (B)(6) 2021, that the patient continues to have pain when mobilizing the tube every 48 hours and the patient "thinks the stoma is infected and has a lump in the stoma." The patient is using diprogenta on the stoma per the patient's responsible nurse. On (B)(6) 2021, a family member reports a hospital visit as the patient's stoma was "very red and hurts a lot." An x-ray revealed no abnormalities and a culture of the exudate was taken with unknown results. The patient's gastroenterologist prescribes oral antibiotics, clindamycin for 3 days and amoxicillin for 7 days. On (B)(6) 2022, a family member reports that the patient did very well with the antibiotic treatment. The erythema and lump have disappeared and the inflammation improved. A nurse made a follow up call to the patient on 17 jan 2022. A family member reported the culture taken in (B)(6) 2021 of the infected stoma resulted positive for "a bug" and the patient's primary care physician prescribed the oral antibiotic levofloxacin, 500 mg.